Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found bunching of the inner coil consistent with procedural damage after cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. A tip stiffness test was performed, and the results were within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost consciousness for two minutes. An echocardiograph was performed and revealed a cardiac perforation resulting in cardiac effusion, that was alleged to be caused by the right atrial (ra) and/or the right ventricular (rv) lead. The physician removed 800 milliliters of blood from the pericardium with a syringe. The physician suspects that the rv lead was overtorqued during the initial implant. The ra and rv lead were explanted and replaced to resolve the event. The patient was stable. Related manufacturer report number: 2017865-2020-21762.